Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump stopped. The patient was on the cath lab table having a coronary angiogram. He was having intermittent vt but nothing sustained. The vad coordinator was watching the system monitor and the speed reduced from the set speed of 8800 to "vad off", adn a red heart alarm occurred. The event history was reviewed and several elevated power events, stoppage along with several low speeds were noted. These events occurred while the patient was connected to the patient cable. The vad coordinator stated that since the patient was recently implanted they did not feel there was a driveline issue and there was no apparent damage to the driveline. X-rays were taken and no internal or external damage was noted. The system controller was then exchanged and returned to the manufacturer for evaluation.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The reported event of pump stoppages was confirmed based on the information recorded in the system controller log file. The power increased from the 4.5-5.5 watts range to 14.2-25.5 watts, and the average pi levels decreased from the 6.0-7.5 range to 3.5-5.0 range, consistent with speed interruptions to 0 rpm. The information also revealed that after one unsuccessful attempt the system recovered to the desired set speed. The remaining data recorded in the log file revealed normal system operation where all pump parameters returned back to their previous levels. The system controller was functionally tested and was found to function as intended. The power module patient cable (14 volt) was also returned. The system controller was also tested while connected to the patient cable and the system operated with no atypical alarms active. A review of the device history records revealed the system controller met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.